Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure on the cervical spine, the patient was shocked for an episode of noise that occurred during electrocautery. A magnet was over the device at the time, but seemed to be not firmly in place as the device recorded 27 magnet reversions. The patient was fine.